Manufacturer narrative:
The event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention for an issue related to MFR. Report number 1627487-2020-02747. During the procedure, the header of the patient's ipg was found to be damaged. In turn, low impedance was present along with fluid in the header. As a result, the patient's ipg was explanted and replaced (with a different model) to address the issue.